Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-rerlease specifications.

Manufacturer narrative:
Note: the second occlusion is being reported separately. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis improper component placement and endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. Each right and left limb were pushed up and deployed. However, the final angiography didn¿t show the flow into bilateral internal iliac arteries, and it was determined that bilateral internal iliac arteries were unintentionally covered. An endoleak was observed during the procedure. It was determined that the endoleak might had been type ii endoleak. The patient will be monitored. The patient tolerated the procedure. The physician stated as follows; it was considered that the devices were deployed in a good position on both sides, but it was unexpected to cover the iia on both sides. As a result, the main body should have been chosen 12 cm.